Event description:
It was reported that during a low anterior resection after the device and removed, no staples had fired and an open rectal tube resulted. Hand sewn anastomosis was performed. Procedure was prolonged by 60 minutes.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.